Event description:
At end of surgical procedure when drapes were removed, it was found that the patient's head had moved in the head holder. Unaware of time when the head moved. The movement caused a 1cm laceration to the left temporal pin site as well as nasal lacerations to bridge of nose. Resident notified. Service coordinator and manager notified. The metal mayfield skull clamp (cat: a-1059) was taken out of service by service coordinator.